Event description:
It was reported that the arterial temperature sensor was not reading and creating a continuous alarm. Moreover, the arterial pressures (pint and part) began to read negative values with no changes to the flow or rpm. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the arterial temperature sensor was not reading and creating a continuous alarm. Moreover, the arterial pressures (pint and part) began to read negative values with no changes to the flow or rpm. The failures occurred during treatment. A getinge field service technician (fst) was sent for investigation on 2023-03-29. No failure was found, therefore no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files are not available for analysis. The affected hls set was discarded by the customer. Nevertheless the affected hls set will be investigated in complaint# (B)(4) (mfg report number 8010762-2022-00527). As both failures could not be replicated, an exact root cause could not be determined. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported pressure failure : wrong pressure information due to - wrong plugged external pressure sensor or disconnection (mix up); - defective / disturbed (emi) pressure sensor; - connection of non-compatible sensor; - response time is too long; - defective pressure sensor; - too high / low atmospheric pressure. Moreover in the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) it is stated the pressure sensors have to be calibrated and checked before priming. Furthermore, according to the risk file of the cardiohelp device the following root causes can lead to the reported temperature failure : - wrong plugged external temperature sensor or disconnection (mix up); - defective / disturbed (emi) temperature sensor; - connection of non-compatible sensor; - response time is too long; - defective temperature sensor. In the instructions of use of the cardiohelp device (IFU , chapter 5.3.3 connecting external temperature sensors) is further stated that in case of a failing arterial/venous temperature sensor an external sensor can be connected further in case of a failing arterial/venous temperature sensor an external sensor can be connected (IFU , chapter 5.3.3 connecting external temperature sensors). According to the instruction for use of the cardiohelp (IFU, cardiohelp system, chapter 9 messages) if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-01-13 for the period of 2018-12-01 to 2022-12-20. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-12-01. Based on the results the reported failures "pressure reading failure and arterial temperature reading failure" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).